Event description:
A nurse reported that valved cannulas leaked during a procedure, which was completed with no harm to the patient. This is the first of three reports for this facility.

Manufacturer narrative:
The investigation is in progress. Samples have been returned, but have not yet been evaluated. A root cause has not been identified. (B)(4).

Manufacturer narrative:
Three trocar cannula and hub assemblies with trocar handles were received for evaluation. During the visual inspection it was observed that one of the trocar cannula and hub assemblies had an additional tear in the silicone septum. The two other trocar cannula and hub assemblies were found to be conforming. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause as to why the valved trocar was leaking could not be determined. It appears that the septum could have been cut by the trocar blade during the extraction of the blade or by another instrument during the procedure. (B)(4).

Manufacturer narrative:
The correct manufacturing report number is 16440019-2013-00158. It was previously submitted as 1119421-2013-01202. Report was mailed to the FDA on 01/12/2016.